Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, after deploying the device, the clip was observed to be stuck at the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.